Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer jumped into the pool wearing the insulin pump. Button error alarm is not present in the alarm history and the insulin pump passed the self test. Customer's mother stated that the customer's blood glucose has been running high in the 350 to 400 mg/dl range since the event. She declined troubleshooting for high blood glucose and stated they would be following up with the endocrinologist to discuss making changes to the settings. They will monitor the device and call back if issue persists.